Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had a history of anemia and gastrointestinal bleeding (gi). The patient presented to the hospital with persistently low hemoglobin and hematocrit secondary to suspected gi bleeding. In an outpatient setting, the patient was transfused with four units of packed red blood cells. Esophagogastroduodenoscopy (egd) and colonoscopy were performed, and it was reported that both tests were unremarkable. A capsule endoscopy revealed a possible source of bleeding, and second egd revealed a bleeding ulcer around the minor ampulla. Hemoclips were applied. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.